Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient's implantable neurostimulator (ins) used for chronic low back pain. Patient reported their device was not working and that a couple days prior they had seen an elective replacement indicator (eri) screen. After the eri screen was cleared an end of service (eos) screen was reported. Patient reported they could not feel stimulation.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was scheduled to have the battery replaced on (B)(6) 2017.